Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, the foreign material was attached to the forceps channel. Omsc presumed that the reported phenomenon was caused because foreign material was attached in the channel during use and brought out during reprocessing. Or, it was presumed that it was not removed during reprocessing and came out later.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, foreign material was found in the channel. There was no report of patient injury or infection associated with the event.